Event description:
It was reported that the device was running without the trigger being pressed. It is unknown if there was any patient involvement or adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the complaint was duplicated. The previous repair to this handpiece was to upgrade to the new trigger assembly design as part of a recall action. This repair was the cause of the current complaint. The magnet had come out of the old trigger and had never been removed, resulting in a run-on condition.